Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after initiating therapy with the ilet system, with readings over 400 mg/dl and alerts for glucose above 300 mg/dl for more than 90 minutes, while no backup therapy or ketone testing was used. Symptoms included high blood glucose without reported acute complications. Outcomes included no medical intervention, no assistance needed, and no hospitalization. Investigation included a system check confirming no insulin leakage and properly filled tubing, visual inspection of the removed infusion set showing a straight cannula, and guided replacement of the infusion site and reconnection of the pump, along with user education and troubleshooting. Investigation of this case revealed no device malfunction or component damage, and the event occurred during initial algorithm adaptation, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.